Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during a vitrectomy procedure while injecting the blue membrane dye the cannula detached and fell into the back of the patients eye. The tip is stuck at the level of the ora serata. Extraction of the tip is impossible without causing a trauma to the crystalline lens. Additional information was requested but not yet received.

Manufacturer narrative:
One opened soft tip cannula was received in a zip top bag for the report of silicone tip detached and fell into the eye. The sample was visually inspected and was found non-conforming with the silicone tip torn off. The visual inspection indicated that residual torn pieces of the silicone tip were present, but the majority of the tip extending past the cannula was missing. The sample also appears to have been used; there was a blue tint to the silicone tip. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was received opened. How and when the soft tip of the cannula became damaged cannot be determined from this evaluation, however, the evaluation shows that the tip was initially present prior to surgery and most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. (B)(4).